Manufacturer narrative:
.

Event description:
The customer reported that the heartstart xl was having power issues that resulted in it being unable to run on battery power. There is no indication of negative patient impact.